Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for complex regional pain syndrome type ii and other chronic/interact pain (trunk/limbs). The patient reported that ¿the leads kept moving¿ and that was why she had ¿a few surgeries¿ because they ¿sutured¿ the leads to her spine. The patient noted that she had scar tissue ¿all down my back since they started after 7 surgeries it is just a mess.¿ the patient reported that ¿nobody wants to touch my back because I have so much scar tissue so I can¿t change out my unit.¿ the patient reported that this initially started in 2006-2009 and she was ¿in and out of the hospital constantly.¿ the patient reported that the reason she was hospitalized was because of the issues with the ¿stimulator.¿ the patient later reported that the issues started in 2005 since she had the initial implant. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type lead. Intervention req and hospitalization should have been checked rather than intervention reg and congenital anomaly. Congenital anomaly does not apply. If information is provided in the future, a supplemental report will be issued.